Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had not been serviced before as no service dates were available. Performance verification tests were conducted and on powering on the alarm, it triggered the alarm with error code 45520. To solve the problem, the main board was replaced and a current version of software installed.

Event description:
It was reported that the device does not maintain date and time. There was no patient involvement. Analysis of the device identified error code 45520.